Event description:
Pt underwent left heart cardiac catheterization, selective coronary angiography and left ventriculography. Angioseal device was deployed and when string was pulled, the footplate detached. A full 15-20 minutes of manual pressure was applied to achieve hemostasis. The pt was observed overnight and discharged the next day.